Event description:
It was reported that during a prolapsed rectum with hemorrhoids, the device cut but did not staple. There was minimal blood loss. The case was completed using sutures. There was no adverse pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.